Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to a pocket infection. Significant drainage was noted and the patient reported experiencing pain. Surgical intervention was performed and the subcutaneous implantable cardioverter defibrillator was explanted. No additional adverse patient effects were reported.